Manufacturer narrative:
U.s. Agent notified on (B)(4) 2013. Samples received: 15 unopened and 1 open racepacks. Reviewed the batch manufacturing record, this product had a normal process and results during the process. There are no previous complaints of this code/batch. There are no units in our stock. We have received 1 open sample with the needle detached and thread still wound up in the pack (the suture was unused). When opening the samples we have found that the needle was already detached from the thread inside the packaging in 3 cases. We have tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future: (B)(4).

Event description:
Country of complaint: (B)(6). Needle detachment.